Event description:
The pt was taken to CT on cardiac monitor with rn and md. Pt became hypotensive while in CT. Rn obtained level one rapid infuser for saline bolus per the doctor's orders. IV tubing primed as per protocol prior to administration of fluids. One liter of normal saline bolus given to patient via level one, and a small amount of IV fluid noted in the tubing after removed from patient. Shortly after infusion was completed md notified of air embolism seen on patient's CT scan. Pt remained awake and alert, vital signs stable. Doctors and charge nurse notified. We will continue to monitor patient for complications.